Event description:
It was reported that the implantable pulse generator's battery voltage readings have been low. It was also reported that the lead has an impedance of greater than 3000 ohms. The device and lead are still in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the implantable pulse generator's battery voltage readings have been low. It was also reported that the lead has an impedance of greater than 3000 ohms. The device and lead are still in use. No patient complications have been reported as a result of this event. It was further reported that the lead has been capped.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Manufacturer narrative:
The device has been removed and the lead has now been capped and remains in the patient. The type has been changed to injury and the adverse event has been change to yes. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.